Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was not feeling well. Patient knows that the battery needs to be changed and is concerned about the status of the device. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was not feeling well. Patient knows that the battery needs to be changed and is concerned about the status of the device. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.